Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that the insulin pump had unexplained no delivery alarm and louder and slower rewind. Customer reported that insulin pump had rejected new batteries and battery last five to seven days. Customer reported that insulin pump had dimmer backlight and vibrate did not vibrate as hard as before. Customer reported that insulin pump's clock runs fast and alarm was not loud as before. Customer reported that insulin pump had crack on reservoir and oily rainbow effect and blotches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported the following: crack by the reservoir compartment, rejecting new batteries--changes batteries every 5-7 days, backlight dimmer, oily rainbow and blotches on the lcd screen, clock runs fast, rewinds are slower and louder, insulin squirts when priming, random no delivery alarms, alarm not as loud as before plus vibrator not vibrating as hard as before. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: tiny cracks within the retainer ring. Did not note any cracks in or around the reservoir tube lip. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. The backlight is as bright as that seen in other units. No oily rainbow or blotches on the lcd screen were noted either. Device was programmed with the current time and date and monitored for three weeks. The time and date are functioning properly with no delays or speedups noted. Compared to other units, the rewinds are not slower or louder. Did not observe any leaking of fluid during priming. No unexpected insulin flow block, no delivery, occlusion alarms or other prime/rewind anomalies were noted during testing. Finally compared to other devices, the alarms are about as loud and the vibrator vibrated as hard as other units. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery alarms or pump errors that may have occurred around the event date. The only unusual battery alarm that the adapt tool listed is 104=low battery alert. None of these occurred less than the expected timeframe of 2 weeks of one other. No 73=change battery fault or 53= failed battery test were listed. Similarly, the adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. No 7=no delivery, 100=bolus not delivered, 69=loading interrupted alarm, or any other such alarms were listed. Finally, did not note any unusual pump errors that have occurred around the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the customer report of a crack by the reservoir compartment was confirmed during visual inspection. On the other hand, the following customer claims were not confirmed during testing: rejecting new batteries--changes batteries every 5-7 days, backlight dimmer, oily rainbow and blotches on the lcd screen, clock runs fast, rewinds are slower and louder, insulin squirts when priming, random no delivery alarms, alarm not as loud as before, vibrator not vibrating as hard as before. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.